Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The issue resolved without a supply change. It was also reported that resistance was experienced when filling the cartridge with insulin. Customer was able to fill the original cartridge without changing supplies. Customer¿s blood glucose level was 128 - 450 mg/dl.